Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported on (B)(6) 2013, he activated a new pod and during needle insertion he did not feel the cannula deploy but decided to wear it anyway. At 12:00 pm his blood glucose reached 22 mmol/l (396 mg/dl). Upon inspection he noticed the cannula did not deploy into the infusion site. There were no carbohydrate count or insulin dosages provided. The pod was deactivated and it was work between 4.5 to 5 hours. He was able to activate a new pod and his bg levels returned to normal.